Event description:
Both pumps are shutting off during infusion. Replacing batteries does not improve. No alarm or error on screen. Reported by: (B)(6) rn; (B)(4), (B)(4). The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.